Event description:
It was reported that revision surgery was performed due to pain around the hip and an increase in chromium and cobalt levels in the serum.

Event description:
The revision surgery notes indicated that acetabular cup and femoral head were well fixed. Metallosis and osteolysis reported and that the acetabular cup was implanted at a slightly steep angle.